Event description:
It was reported, the patient wanted to know how to change programs on her programmer, however, it was verified there were no programs available. It was stated, the patient had a loss of therapeutic effect, and she became aware of urge symptoms about one month prior to report. It was stated ¿all of a sudden, she got the urge to want to urinate and then it just came right out. She used to have time to make it to the bathroom after feeling the urge and now it just comes out and runs down her leg.¿ reportedly, the patient is usually on 2.5 volts and doesn¿t change it around much, but recently she turned it up from 2.5 to 2.7 and ¿sometimes she felt it and sometimes she didn¿t.¿ the patient planned to get an angiogram the day after report and will turn off her stimulation for the exam. The patient was redirected to her healthcare provider. Additional information stated, the patient still had concerns regarding their device or therapy but was working with their doctor. An appointment date was scheduled for 2013 (B)(6) it was reported the patient didn¿t think she could change her programs because, she ¿didn¿t have number 1, 2, 3, or 4. It was stated, the patient had stimulation set at 2.5. Reportedly, the patient ¿took her device out¿ and lowered it to where it was comfortable. After the placement revision, the patient tried raising the pulses but if any higher than 2.5, it felt like everything was being pushed together in her vagina." The patient couldn¿t raise stimulation any higher than 2.5, if she went up to 2.6, ¿or for sure at 2.7, she couldn¿t keep it there.¿ a few weeks prior to report, she had it at 2.7 and had to lower it because, she couldn't sleep with it there, so she keeps stimulation at 2.5 and it ¿had been that way for a long time and sometimes she wondered if it still worked because most of the time she didn't feel the pulses.¿ the patient went to see her doctor and thought her stimulation was set 3.5 or in that range somewhere.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported thatthe cause of the event was that the patient needed reprogramming. Patient symptoms of discomfort in the rectum were reported. It was noted that no error messages were seen. Reprogramming of the patient¿s implantable neurostimulator (ins) was performed and no surgical interventions were performed. If additional information is received, a follow up report will be sent.

Event description:
Additional information received clarified that the patient ¿taking her interstim out¿ and ¿lowering it to where it was comfortable¿ was referring to using the patient programmer to lower stimulation and was not referring to a placement revision. There was no indication that the patient had a placement revision.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v594488, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information and additional review indicated that no serious injury or implantable device malfunction was reported. This is not a reportable event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that cause of the event was pain down leg. There were no abnormal impedance measurements. No surgical interventions were noted. Hospitalization was not required. Reprogrammed.